Manufacturer narrative:
MFR ref # (B)(4). Post market vigilance (pmv) led an evaluation of one balloon opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The locking collar was cracked along the ring area. A cut was observed in the balloon. Functionally, the balloon was unable to be inflated due to the cut. The locking collar did not function properly due to the crack. Visual and functional testing of the returned sample confirmed the product did not meet quality release specifications that were tested due to the cracked locking collar and cut balloon. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Replication of the broken locking collar was attributed to excessive force being applied to the clamping mechanism. Replication of the cut in the balloon may occur as a result of either an inflated or deflated balloon making contact with a sharp object during use. The file will be closed as a misuse of the product. Should new information become available, the file will be re-opened and reassessed at that time.

Event description:
According to the reporter: occurred during a total mesorectal excision (tme) procedure. The device was being used as a lens port. The balloon part had a gas leakage when the syringe was used for inflation. Changed to a new device to complete the surgery. No patient injury. The patient is stable and has been discharged.